Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the stomach in a laparoscopic bariatric procedure, there were a poor staple formation and the staple line was incomplete. They changed the reload to resolve the issue. There was no patient injury.